Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose between 18 and 19 mmol/l (324- 342 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The cannula assembly was received fully deployed. The exposed portion of the soft cannula was found to not be bend, kinked, or damaged. Fluid flowed freely through the complete fluid path. Multiple attempts were made to download the data when the pod was unopened, however all attempts were unsuccessful. Multiple attempts were made to download the data with the pcb connected to an external power supply. Attempts were unsuccessful. The pcb board was to removed download the data, however attempts were unsuccessful. Communication between the pod and the master pdm could not be established. Without the data it could not be determined if the pod functioned as intended. Multiple components of the device were observed to be damaged. Score marks were found on the top housing. The reservoir was found to be damaged. The retainer pins were found to be out of place. This indicates post use damage.